Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, once the clip was fired the device would not re-open. The jaws remained closed. It is not known how the device was removed from the patient. A new device was used to complete the procedure. There was not patient consequence.